Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was set to high output and had early battery depletion, which prematurely set the device at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.